Event description:
In 2006, a physician attempted vascular closure using the perclose proglide after a carotid interventional procedure. It was reported that a cuff miss occurred; the physician used another proglide and it did not capture; the third proglide used had an issue with the knot. Hemostasis was achieved with an angioseal. It was reported that the patient experienced a cold leg and was taken to surgery for a "cut-down." This is all of the information available at this time.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.